Event description:
The pt called lifescan and alleged the one touch basic original meter would not power on. The medical affairs specialist unsuccessfully attempted to contact the pt. The pt had symptoms of feeling dizzy with blurred vision, thought their blood glucose was high, attempted to test then went to the hosp to "get some insulin". The reading on an unk meter was thought to be 566 mg/dl. It is unk when the symptoms started, when the pt went to the hosp, what the first reading was, what medications may or may not have been taken, last time the pt ate or drank. The customer care rep performed troubleshooting and the meter did not power on. Based on the info obtained from the pt there is indication the product malfunctioned however insufficient info to indicate the product contributed to the serious injury. The meter was replaced with return expected.